Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer experienced high blood glucose level of 500 mg/dl. The representative also reported that the customer had blood at site and would not stop bleeding. The product was not returned for analysis.